Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using and charging her scs ipg about a year ago. The patient stated she had to attend other personal health matters and did not use or charge her ipg. An sjm representative confirmed the patient's ipg is inoperable. Follow-up identified the patient had her ipg replaced with a new on (B)(6) 2013. The issue has been resolved.